Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 245 mg/dl. The customer was assisted with clearing the alarm. The customer stopped paying attention and started eating. The customer stated they will call back another time. A new reservoir was sent to the customer. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.